Event description:
It was reported that impedances greater than 4000 ohms and less than 15 amperes current were found on all electrode and case combinations using electrode #2. Electrode #2 was used for therapy. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Conclusion code was removed as it is not applicable.

Event description:
Additional information received from a manufacturer representative reported no diagnostics were performed, reported as a technical observation. No actions/interventions were taken and no cause had been determined. The outcome was resolved without sequelae. The patient's indication for use was epilepsy.

Manufacturer narrative:
Extension: model 748251, serial# (B)(4), implanted: (B)(6) 2005, explanted: unk. Extension: model 748251, serial# (B)(4), implanted: (B)(6) 2005, explanted: unk. Lead: model 3387-40, lot# j0437157v, serial# unk, implanted: (B)(6) 2005, explanted: unk. Lead: model 3387-40, lot# j0437157v, serial# unk, implanted: (B)(6) 2005, explanted: unk.

Event description:
Additional information received reported no actions were taken and no diagnostic tests were performed. The patient's status was undetermined at the time of the report.